Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there appeared to be intermittent undersensing on the right ventricular (rv) lead on some electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.